Manufacturer narrative:
The reported incident that cann compression screw 2.5x18mm, stst, sterile was alleged of issue s-115 (mix-up) could not be confirmed, since the device was not returned for evaluation and no evidences of the implanted device have been provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The customer provided the patient label with the data below and complained they did not correspond to the ones of the actual implanted screw, a cannulated compression screw 2.0x24mm. Catalog #: 1415518; product long description: cann compression screw 2.5x18mm, stst, sterile; lot/serial #: (B)(4); ste: u26. Lot # (B)(4) has been packaged in an external company. The documentation has been reviewed. Lot #(B)(4)¿ u26 was packaged on 25-jun-2014. The lot of the implanted screw is unknown. It has been reported that the following batches of cannulated compression screws 2.0x24mm were delivered to the customer. The related dhrs have been reviewed. It resulted that batch v0805 was manufactured in 2012 and that batch v1223 was not packaged by the same company which took care of packaging lot# (B)(4). Therefore, if one of the two mentioned lots was implanted, it is very unlikely that there have been a mix-up during packaging. A research of cannulated compression screws 2.0x24mm batches packaged in the same external company as the one of lot# (B)(4)was performed. The only lot corresponding to these search criteria is (B)(4). The DHR of this batch was reviewed: labeling was done on 7-jul-2014, 30-jul-2014 and 02-dec-2014. Therefore, there are at least 14 days of difference between the packaging of lot #(B)(4)¿ u26 and the one of lot# (B)(4), thing that makes very unlikely the hypothesis of a mix-up during packaging. Therefore, it is very likely that the mix-up occurred in the hospital because of a human error. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The pharmacist reported the following event, "labeling error, it was physically a screw diameter 2 mm, length 24 mm, while the label on the primary packaging referred to a screw diameter of 2.5 mm, length 18 mm part reference 1415518 lot x0937."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The pharmacist reported the following event, "labeling error, it was physically a screw diameter 2 mm, length 24 mm, while the label on the primary packaging referred to a screw diameter of 2.5 mm, length 18 mm part reference 1415518 lot x0937."